Manufacturer narrative:
The manufacture date was corrected in this supplemental report. (B)(4).

Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the patient therapy controller (ptc) became inoperable as a button on the device was damaged. There were no patient effects reported.

Manufacturer narrative:
Visual inspection of the device showed a perforation in the button rubber, but functional testing confirmed that the device operated per specification. The reported event was confirmed, but the investigation could not conclude the assignable cause for the issue based on the returned device and complaint information. Internal complaint number: (B)(4).